Event description:
The customer reported to customer service that the housing of the transformer to her pump in style breast pump was coming apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply has been sent to the customer. In follow up with the customer, she stated that the housing was coming apart on her transformer. The customer did not report of any injury, sparking or fire. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been testes/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that there is a breach in the transformer which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacture to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to (B)(4). Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.